Event description:
Healthcare professional who is the same patient reported that was injected 1 ml in the neck with skinvive¿ by juvéderm® immediately post-treatment, the patient presented "bumps, getting weird looks at the neck, edema, droplets on the neck area, and tender skin from the injection that has subsided since. Daily massage has been provided as treatment and they do not seem to be absorbing. Physician later reported ". Small nodules were seen immediately post treatment. Massage was performed that evening and the following day as well and the nodules did not resolve on their own". Hyaluronidase was then injected as treatment. The event is resolved.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.